Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, the event description, and any additional field input, arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to use-related factors, such as: excessive mechanical pressure applied to the probe tip while in contact with tissue leveraging or prying motions during use, which can weaken the weld or attachment point extended activation periods, increasing thermal stress at the tip contact with dense or calcified tissue can cause fatigue or electrode separation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-9831 apollo probe electrode tip came off within 20-30 minutes of use. A new device was used and there were no problems with the procedure. No patient harms. This occurred during use in a case with no patient effect.